Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer provided additional information regarding the device being used incorrectly. The customer stated that the patient was alert and conscious during the event. The AED plus operator's guide states that the system is indicated for defibrillation of victims of cardiac arrest where there is an apparent lack of circulation as indicated by unconsciousness, absence of breathing, and absence of pulse. The customer indicated there was no device malfunction, they were simply unaware this was a fully automatic unit. A zoll representative will follow up with the customer to provide training regarding this device and any other zoll devices. This device was confirmed to be purchased as automatic by the customer. Analysis of reports of this type has not identified an increase in trend.